Manufacturer narrative:
The investigation into the priming issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The failure mode was not reproduced. There was no issue found during investigation. The device functioned/operated to specification.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male of unknown ethnicity in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp exhibited a priming issue. The pump was inserted, and despite the yellow-to-yellow connection purge fluid was not seen coming out of the motor housing. The pump was replaced with a different impella cp. No patient harm was reported.